Event description:
It was reported that the patient presented in backup vvi. The patient's presenting rhythm was 67.5 ppm vvi paced. A user download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.